Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited high threshold measurements six days post implant. An x-ray was taken which yielded insignificant findings. A revision procedure was performed where the rv lead was viewed under fluoroscopy, which also yielded insignificant findings. A micro-dislodgement was suspected, thus the lead was successfully repositioned. The lead remains in service and no additional adverse patient effects were reported.